Event description:
Wife called to report lvad alarms. She had gotten up and found him on the toilet making funny sounds, but unresponsive. The lvad started alarming and there was no flow. I had her hang up and call 911. When I called back the paramedics were there and he confirmed that the pump was working but had no flow. The pi was 2.6, rpm 9799. They are transporting him to (B)(6), giving him fluid bolus. Monitor reading vfib. He is intubated, with pupils fixed and dilated-pump sent to thoratec.

Manufacturer narrative:
(B)(4).